Event description:
A patient reported blood glucose results of 200 mg/dl, 140 mg/dl, 122 mg/dl and 114 mg/dl with a lifescan meter, performed within 10 minutes of each other. Test strips were replaced.